Event description:
Same case as manufacturer's report# 6000089-2007-01401. It was reported that during a right femoral peripheral angioplasty treatment procedure, the connector luer lock of the inflation device broke and a balloon deflation difficulties were encountered. The lesion being treated was a moderately calcified, 75% stenotic lesion with an eccentric shape. The lesion was 80 mm in length and 7 mm in diameter, and was located in the proximal portion of the mildly tortuous femoral vessel. The physician used a 6f/11cm super sheath introducer and an encore26 inflation device. The physician did not experience any difficulties during insertion or advancement to the target lesion. No extra force was applied to the device during attempts to reach or cross the target lesion. The dilution ratio of the contrast media was 50/50 and the physician had no difficulty completely inflating the smash balloon 7.0x80/120cm to 5 atms for 12 seconds, then 8 atms for 40 seconds. Following the intervention, the physician had difficulty deflating the balloon due to the broken connector luer lock. He subsequently performed manual deflation with a syringe. The balloon was not still inflated when removed from the patient and was removed in an intact condition. The patient was asymptomatic during this event. No patient injuries or complications were reported. Patient status is reported as "stable."